Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rlt281418: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. During initial deployment of an rlt281418 gore® excluder® trunk-ipsilateral leg component, it appeared that the ipsilateral leg would deploy while the contralateral gate would not. With an opening of about 2 mm only, the gate was then cannulated with a wire and subsequently ballooned for full gate expansion. The reason for the incomplete deployment was unknown and no anatomical issues were considered that could have potentially contributed to the incident. Likewise, no resistance was noticed during initial deployment. No further issues were reported and the procedure concluded as planned.